Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: thanks this has been sent to the customer multiple times so I don¿t have any further information I can add.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2025 and a suture was used. One suture was used on the uterine layer of luscs, and the surgeon reported it to be blunt. Hmo notified patient who has requested to know outcome if tip of needle was damaged. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: does a fragment of the needle remain in the patient¿s tissue? No fragment in patient as evidenced by xray. Was surgery delayed due to the reported event? Surgery was not delayed. Action taken when event occurred? Patient x-rayed to check for missing needle, was surgery delayed due to the reported event? Surgery was not delayed. Action taken when event occurred? Patient x-rayed to check for missing needle, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Additional return for xray required, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe x-ray and patient was notified , consultant was operating. Patient is recovering well. Patient anxiety due to the fact that open disclosure conversation mentioned that the needle could have been blunt or broken at the tip. Patient is requesting to be informed of the outcome of the investigation. Visible check of the needle appears to indicate a small barb. Visually compared to another suture. Appears to be the same length . The following information was requested, but unavailable: was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? Can you please provide the lot number of the product involved? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.